Event description:
Philips received a complaint on the v60 ventilator indicating that there was an inaccurate description of the low-rate alarm in the v60 user manual. The device was reported to be in use at the time of the reported problem. No patient harm reported. The customer informed the clinical specialist that there was a discrepancy of descriptions of low rates between the user manual and the v60 graphic user interface. The customer stated that because of this, there were nuisance alarms occurring on their v60 devices. In a good faith effort (gfe) response from the clinical specialist received on 19may2023, it was stated that the clinical specialist confirmed the alleged discrepancy between the customers two manuals, and the customer was able to find a pocket manual to help correct their settings. The clinical specialist stated that the devices themselves were alarming as intended as the alarms were a result of the customer setting the alarm threshold below the set (backup) rate. In a gfe response from the clinical specialist received on 01jun2023, a picture of the v60 ventilator user manual which the customer had been referencing was provided by the clinical specialist. This picture includes the revision version (h) of the user manual. As revision h is not the most current version of the v60 ventilator user manual, philips is attempting to confirm if the alleged discrepancy has been resolved in a subsequent user manual revision or if the customer misunderstood the manual's direction. This investigation is ongoing.

Manufacturer narrative:
In a good faith effort (gfe) response from the clinical specialist, a picture of the v60 ventilator user manual which the customer had been referencing was provided by the clinical specialist. This picture included the revision version (h) of the user manual. As revision h is not the most current version of the v60 ventilator user manual, philips performed a review of the service manual history and attempted to confirm the customer alleged discrepancy. Through this review of the service manual and its revisions, no discrepancy of low-rate descriptions could be found or confirmed as alleged by the customer. It has been confirmed that the issue was a result of the interpretation of the service manual by the customer. The service manuals accurately describe how to set the low-rate alarms. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.